Event description:
It was reported that the nurse call was not working properly due to a malfunctioning docker cable. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.